Event description:
Medtronic received information that failed batt test, damage (physical or cosmetic), blank display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On november 13, 2021, the customer alleged for blank display, battery failed alarm and cosmetic damage on the back of the insulin pump. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with blank display. The battery tube assembly was pull back in the right position, monitored and no blank display or battery failed alarm noted. The insulin pump passed the displacement test, active current measurement, sleep current measurement and self test. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to electric board 1. The following were noted during visual inspection: cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and pillowing keypad overlay. In summary, blank display due to cracked case behind the insulin pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. Cosmetic damage confirmed on the battery tube threads and case corner of the belt clip rails near the battery compartment. Customer alleged not confirmed for battery failed alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.